Event description:
Ip ptz ergojust video extension: arm to camera has broken. The customer said that this actually happened while the technician was pushing it down the hallway. No one was hurt or injured during the event. He stated he noticed it falling down and caught it and held it up until he got back into the department. The customer provided pictures of the device.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). A device history record review is not applicable because, prior to the reported issue the device was in service for 2 or more years and a manufacturing defect is very unlikely. Install date of device: 9-oct-2020. Manufacturing date: 02-mar-2020. Awaiting further feedback from the customer, with reference to return of the affected device. Further investigation to be carried out.

Event description:
Ip ptz ergojust video extension: arm to camera has broken. The customer said that this actually happened while the technician was pushing it down the hallway. No one was hurt or injured during the event. He stated he noticed it falling down and caught it and held it up until he got back into the department. The customer provided pictures of the device.

Manufacturer narrative:
Follow up report 002 ref natus complaint# (B)(4). Several follow up attempts were made to the customer, requesting them to return the affected device for evaluation. 18-dec-2023: it has been 45 days since the last subsequence follow up, the customer hasn't returned the device for evaluation. Faillure confirmed: no investigation result code: neuro sbu/product not returned this complaint will be included in trending data for further review.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). There are no CAPA's related to this issue. This complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4), complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Per (B)(4) xltek eeg psg risk analysis, hazard ID 6.11, severity 11-critical, risk level-moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.

Event description:
Ip ptz ergojust video extension: arm to camera has broken. The customer said that this actually happened while the technician was pushing it down the hallway. No one was hurt or injured during the event. He stated he noticed it falling down and caught it and held it up until he got back into the department. The customer provided pictures of the device.